Event description:
It was reported that .. "As the surgeon was about to lock the screws down, he noticed that one of the wings top prong looked like it was sticking up. He asked if I could see it and if it would be an issue. I informed the surgeon that I felt it would better for us to remove the screws and plate and put in a different plate."

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the plate was visually confirmed to be an aviator two level plate with a bent spring locking bar. No other anomalies were observed. Functional inspection: not required, the locking bar was confirmed to be bent visually. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: a definitive root cause was not determined, however if the drill guide is over articulated during the installation of the bone screws the spring bar can protrude upward. The initial complaint stated that the two level aviator plate has a deformed locking bar after installation of the bone screws and before securing the locking bars. The locking bar deformation was recreated onsite at stryker spine and the deformity of the aviator plate locking bar, as reported by the surgeon, was confirmed. Nevertheless the surgical technique recommends a side to side rocking technique to release the vdg; misuse of the drill guide may deform the spring bar causing it to protrude upward off the plate.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that "as the surgeon was about to lock the screws down, he noticed that one of the wings top prong looked like it was sticking up. He asked if I could see it and if it would be an issue. I informed the surgeon that I felt it would better for us to remove the screws and plate and put in a different plate."